Event description:
It was reported that during a low anterior resection procedure, the circular stapler cut, but didn¿t staple the bowel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # m52y0d. Additional information received: what purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) - hand tied purse string technique. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Assist devise (eh40). Was the spike of the trocar inserted lateral or through the staple line? The trocar was inserted lateral to the staple line. How thick was the tissue, was it evenly and tension-free distributed in the instrument? Thick tissue (2,5 mm) ¿ evenly and tension free distributed in the instrument. Was the anvil put on the trocar exactly horizontally? The anvil was exactly horizontally. Putting the anvil on the trocar were any graspers used? No graspers were used. Was the device completely fired plastic to plastic? The firing process was completely plastic to plastic. What confirmation did the surgeon receive from the device indicating that it was fully fired (such as crunch, compressed until unable to fire further, etc.)? The device was compressed until unable to fire further. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Wait 15 seconds after closing and before beginning the firing process. What is the patient¿s current status? The post-operative condition of the patient is progressing. Is there any other additional information you would like to share about this device, procedure, patient or physician? None. What do you mean with ¿the post-operative condition of the patient is progressing.¿ regarding our question to the current status of the patient? Does it mean that the patient is still in the hospital? What is the patient¿s current status? ¿patient has completely recovered without complications¿. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.